Manufacturer narrative:
(B)(4)

Event description:
Same case as 2134265-2018-01681 and 2134265-2018-01827. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it got freeze during pullback a message prompting to perform reboot was displayed on the touch panel however it did not respond even if it was pressed so force termination was performed. After that, it was on a not in used status. Details of the message was not confirmed. No patient complications were reported.

Manufacturer narrative:
Updated: device avail. For eval, device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed the products were received in good condition with no visible damage observed. Functional testing was performed on the mdu5 plus and they found a defective bptx board. The acqpc was tested the unit was unable to start-up. The mdu5 plus defective bptx board may have caused or contributed to the reported pullback issue. This may have caused or contributed to the touch screen control panel issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion isolated the failure to a specific component within a bsc system or assembly which contributed to the event; however the cause for the component failure is unknown. (B)(4).

Event description:
Same case as 2134265-2018-01681 and 2134265-2018-01827. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it got freeze during pullback a message prompting to perform reboot was displayed on the touch panel however it did not respond even if it was pressed so force termination was performed. After that, it was on a not in used status. Details of the message was not confirmed. No patient complications were reported.